Event description:
Additional information was received: it was reported that the cause of the high impedances were not known. They performed a 1ma recurrent impedance check and avoided stimulation from the contact. For now, avoiding stim from contact zero considered the event resolved.

Manufacturer narrative:
Continuation of d10: product ID 3389, serial# unknown, product type: lead; product ID 3389, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389 lot# serial# unknown implanted: explanted: product type lead product ID 3389 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3389, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient implanted for essential tremor with percept and 3389s recently has high impedance on contact zero. Around 13k ohm with automatic check and about 4.5l with 1ma check. They use different therapy groups, one of them stimulates from this contact. No fall or other physical indecent. They did have a knee MRI scan with her ins turned off. They do not have an adaptor. No symptoms reported.